Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported several no delivery alarms. The customer's blood glucose was 600 mg/dl. She stated she had treated her high blood glucose with a 25 units insulin injection. Troubleshooting found insulin was able to exit from the tubing. She also reported receiving a motor error alarm. No additional information provided.